Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but is similar to a product which is sold in the USA. Method: the device was visually inspected. Results: our records indicate that this is the only complaint of this nature for the given lot number. An air bubble was observed in the moulded plastic of the water trap. This is a cosmetic defect. Conclusions: the device was not out of specification. The defect observed is unusual. We will continue to monitor all complaints for such faults.

Event description:
A distributor in another country reported that the water trap supplied as part of an rt106 breathing circuit kit was deformed. This defect was detected at inwards goods inspection.